Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Unique identifier and 510k are unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned samples consist of four (4) products; three (3) returned samples were received in used conditions without its original packaging and one (1) returned sample was received in new conditions with its original closed packaging. The samples were visually inspected, at a distance of 12? To 16? And normal conditions of illumination. No damage was found in the two used samples and new sample. There was damage found in the ring of one of the used samples. 32 samples were reviewed during manufacturing process and 100% visual inspection for damage. No discrepancies were found; no damaged cannulas were found. In order to reproduce the failure mode a sample was taken from the production floor and the ring was pushed in with the fingers. The ring broke from the middle, similar to the returned sample. The root cause of the reported issue was most probable due to the product becomes damaged after it left the facility or lack of detection by production personnel. Re-training to the production personnel was conducted by the quality engineer in order to reinforce the visual inspection during packaging operation.

Event description:
It was reported that the grey ring at the top of the inner cannula that works as a handle to pull it in and pull it out was broken. No patient injury was reported. It was observed during unpacking.